Event description:
Customer reportedly obtained results of 233mg/dl and 505mg/dl within 1 minute on the same device. Customer reportedly took 20 units of insulin based on these results. Approx 4 hours later, customer experienced hypoglycemic symptoms and tested 22mg/dl and 26mg/dl. Customer drank juice to elevate her blood glucose. Customer's relative also performed a back to back on this device with results of 68mg/dl and 147mg/dl. No actions were taken based on these results. No quality controls were used. Requested return of supect device and replacement was sent.